Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer reported they have a backup plan available. The customer just treated using manual the other readings got treated using the pump. The customer stated that the drive support cap is sticking out. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 557 mg/dl. The customer was advised to treat. The customer stated drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan.